Event description:
It was reported that the patient received a motor error alarm multiple times. Inpected the insulin pump, and the drive support cap was not damaged. The alarms were confirmed in the alarm history. Conducted the displacement test, and the unit failed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.